Event description:
Reportedly during the use of this device, the jaw broke and the pin dropped into the pt cavity. It was removed and confirmed by x-ray that there were no pieces of the device in the cavity.